Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The information provided indicated the consumer had to pull out the unraveling pieces of tampon with her hand or tweezers. She experienced pain during urinating and discomfort when the product was in.